Manufacturer narrative:
Unit received with currents in specification. Unit unable to prime during the prime/delivery test due to faulty forced sensor resistor. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported via phone call that meter was not functioning properly and display screen was showing a "used test strip". Caller reported that display screen of meter and insulin pump were cracked and damage may have been due to clip breaking. Customer's blood glucose was unknown. Caller was advised that insulin pump would need to be replaced.